Event description:
Please note: this is a consolidated report on multiple devices with the same problem failure. During preparation of a triple channel volumetric infusion pump for medication delivery to the patient, the infusion device would not accept the pump's delivery cassette. The infusion pump would not complete the "cassette test in process" initialization test and kept auto-repeating an "n250" (n250 open door while pumping) error message. The cassette test would keep repeating at 5 to 7 second intervals. The nurse attempted to use the second available channel and the pump continued to give an auto cycle n250 error code. The error code would repeat with the use of different cassettes. Nursing staff tagged the devices and sent to biomedical engineering for repair. Biomedical engineering has received up to 25 of these "n250" pump channel failures in the last 14 days on both single channel and triple channel pumps and from different care areas. These are new infusion devices that have been in service for approximately 90 days. Biomedical engineering is currently troubleshooting and contacting manufacturer for technical support and resolution.======================manufacturer response for infusion pump, volumetric, plum a+3 and plum a+ (per site reporter).======================we are working with the manufacturer to determine root cause. The manufacturer will provide loaner devices to offset decrease in pump inventory.what was the original intended procedure?medication delivery to patient.